Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument having a black screen after booting was verified during service. The service technician observed that the display screen of the base unit was black, the +5v voltage on the mainboard was unstable, and the battery was expired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console controller instrument, it was reported that instrument had a black screen after booting. Use of the instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that there is no record of a battery replacement for the instrument. It was stated that the equipment factory effective start date for the instrument was 11 may 2020.

Manufacturer narrative:
Medtronic received information that the instrument was replaced to complete the procedure. There is no record of a battery replacement for the instrument. It was stated that the equipment factory effective start date for the instrument was 11 may 2020. Device evaluation summary: the reported issue of the instrument having a black screen after booting was verified during service. The service technician observed that the display screen of the base unit was black, the +5v voltage on the mainboard was unstable, and the battery was expired. The issue will be resolved by replacing the assy system controller module, the cassy ,display,vacuum florescent, and batteries. Preventive maintenance will be performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.